Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. A reposition attempt was not successful due to the failure of the lead to attach to the right atrium.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received